Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The sample present the female luer broken. 32 random samples of component from production run were taken and visually verified. None of the samples presents any visual defects, cracks or damages on the luers. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: none.

Event description:
It was reported that during the use of the product, the customer found a crack in the part where the tube and the connector were connected. No patient injury was reported.